Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; value was unknown. At the time of the reported event, bg level was 180 mg/dl and the customer declined troubleshooting from tandem technical support.